Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 444 mg/dl. Insulin pump had motor error alarm. Drive support cap was normal. Customer was able to rewind. Insulin pump had no delivery alarm and it was resolved by changing complete set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime/ and excessive no delivery test. Motor passed motor test. No motor error alarm. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).